Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displayed mid:14 (bg power supply) and mid:16 (software) error messages and does not power on was confirmed during the review of the event log but not during functional testing. No device malfunction was observed during the testing and the console performed as intended. Upon visual inspection no physical damage was observed. The event log was reviewed and noted the occurrence of multiple mid: 14 (bg power supply) error message and mid:16 (software), thus confirming the reported complaint. During functional testing. The console passed functional testing and the electrical safety test with no issues found. Following service, the thermogard console passed the final testing without any error.

Event description:
After 11 hrs. And 14 mins. Of ivtm therapy, the thermogard console (sn (B)(4)) displayed mid:14 (bg power supply) error message and after 3 mins. The console displayed mid:16 (software) error message and another mid:16 error message after 5 mins. Following this the console will not power on. The console was replaced and completed the ivtm therapy. No consequences or impact to patient.